Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. However, a quote for the RMA has been provided (B)(4). Model 3gtq3, serial number/date (B)(4) is approximately 1 month old. The owner's manual part number 1143151 rev I (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the left motor made a screeching sound and now it allegedly only drives about a foot then the consumer receives a left brake fault. The consumer was using this device for 3 days prior to the incident. No injury alleged. Return quote has been issued for replacement parts and the return of the product to invacare for an inspection / evaluation.

Event description:
Customer alleged left motor made a screeching sound and now only drives about a foot before the left brake fault (e09) shows up on the screen. No injury alleged.